Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during set up for a cori assisted surgery, they tried to capture the video signal from dvi for a video broadcast, but the dvi signal flickers; they tried different cables. It looks like the internal dvi port of the console is broken. The procedure was finished with a smith and nephew back up device without delay. The patient was not harmed.

Manufacturer narrative:
Section h10 (B)(6). (Germany), part # rob10024, serial # (B)(6). , intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. When booting up the device, the displayport connection and tablet display both functioned normally, but the dvi connection did not work. Swapped out the minidp connection cable from the gpu to the vdb, and the dvi port was able to function normally. Cause was found to be a faulty minidp cable connecting the gpu and vdb. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Results of investigation: the real intelligence cori (germany), rob10024, (B)(6) intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a faulty dvi port on the console. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.